Event description:
It was reported that the patient underwent an unknown abdominal surgery on unknown date and drain was inserted. After about one hour, arterial hemorrhage was confirmed around the inserted part. Due to this, additional operation with suturing was performed at the treatment room in a ward. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch #: j1423890,batch #: j1427564,batch #: j1429163,batch #: j1429180,batch #: j1429963.(B)(4).

Manufacturer narrative:
The physician opines that the arterial hemorrhage caused by the sharp edge of the trocar. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1423890; mfg date 08/2014; expiration date 08/2019. Batch # j1427564; mfg date 09/2014; expiration date 09/2019. Batch # j1429163; mfg date 09/2014; expiration date 09/2019. Batch # j1429180; mfg date 09/2014; expiration date 09/2019. Batch # j1429963; mfg date 09/2014; expiration date 09/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.